Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had a trauma at the beginning of (B)(6) 2010. Testing showed that there are increased impedance values and that the ground path impedance is raised. It is suspected that the reference electrode is damaged.